Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Based on the information provided the device was successfully delivered into the target aneurysm, as intended. There were no difficulties encountered during the applicable procedure that could have contributed to the reported event. In the physicians opinion the device performed as intended. The physician indicated that the coil protruded due to by oversizing of the coil. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and the device was not returned, an assignable cause of undeterminable was assigned.

Event description:
It was reported that the index procedure on (B)(6) 2024 was completed successfully as the subject coil was successfully delivered into the target aneurysm as intended. However, at the end of the procedure, the subject coil was popped out, therefore, the balloon was used to move the subject coil back into aneurysm. Then the stent was used to hold the subject coil in place. Per physician¿s opinion of the subject coil popped out was caused by oversizing of the subject coil. There were no clinical consequences reported due to the event. Post procedure target aneurysm status raymond score of 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall.

Event description:
It was reported that the index procedure on (B)(6) 2024 was completed successfully as the subject coil was successfully delivered into the target aneurysm as intended. However, at the end of the procedure, the subject coil was popped out, therefore, the balloon was used to move the subject coil back into aneurysm. Then the stent was used to hold the subject coil in place. Per physician¿s opinion of the subject coil popped out was caused by oversizing of the subject coil. There were no clinical consequences reported due to the event. Post procedure target aneurysm status raymond score of 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall.